Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review. No lot number was provided by the reporter for this event. Our investigation is limited to a query of lifecell's complaint system for other complaints from this reporter. No similar complaints were reported. The lot associated with this event remains unknown to date. Results of evaluation: no failure detected. Conclusion code: device not returned. Unable to confirm complaint. Due to lack of information, including identification of the relevant strattice lot and relevant clinical details, a relationship to strattice was not confirmed. Lifecell reports the event in an abundance of caution. Should additional information be reported, a follow up adverse event report will be submitted. Device not returned for evaluation.

Event description:
It was reported to lifecell that during the week of (B)(6) 2016, strattice failure occurred in a contaminated patient case where a strattice mesh was utilized in a bridge technique. Post operatively, vac therapy was applied with a few layers of adaptic followed by black foam dressing. The strattice mesh disintegrated a few days later under vac therapy. The surgeon removed and discarded the strattice mesh.